Event description:
Patient came in with 3rd degree block and needed a transvenous catheter. Edwards swan ganz pacer catheter ref d9120fs does not stay connected to our new pacer cables from medtronic 5846v. The connection is not secure and likely more of the pacer cable issue since this is new. The bedside rn needed to manually hold the two connections together in order to keep electricity for the patient so they would continue to pace all the way to the cath lab until they received a new pacer. In follow up, contact was made with the medtronic representative. Representative sent a few instructions for use and our nurse specialist and representative met via teams video and nurse demonstrated the pacer cable, edwards cable and the issue of poor connection. Discussion is underway with medtronic and edwards regarding the use of adapter pins. These adapter pins are called dinapt and can be ordered and used on the catheters to it into the reusable cables (5492vl and 5492al). More follow up on the adaptor will be done. (When we called in an order for the current disposable cable, 5846v, we learned that this has been discontinued and that all epg products have gone away from the 6 ft length to the 12 ft length.)